Event description:
Olympus was informed by the biomedical technician that the asset/loaner evis exera iii video system center was returned for a repair for a reported ¿connection issue with all cables they tried¿ during receipt inspection. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation was unable to confirm the customer¿s reported problem of ¿connection issues with all cable they tried¿. The device was tested with olympus test equiptment and all the colors of reproduction are normal, and all signals are normal. The device passed all functional tests. Found minor dents, minor scratches and found missing one of the guiding pin in the rear, does not affect unit functionality. The device was also put into burned test for several hours on and off and the unit is still appropriately. The device was last serviced on april 5, 2022; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.